Event description:
It is reported that the pt subsequently presented with pain in right knee. X-rays indicated a loose tibial component and the pt was revised. Upon removal, very little cement adherence was noted.

Manufacturer narrative:
This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. This report will be amended when our investigation is complete.